Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on october 5 with blood glucose of 400 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the fluids and insulin pump. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the not calling back to performed high pressure test. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. Customer did not allege pump was under delivering. The insulin pump will be returned for analysis.